Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with blank display. The customer states that they were changing the battery due to a battery alarm, but the display did not return. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer did not wish to finish troubleshoot. The customer was advised to call back if issues persist.